Event description:
It was reported that during inspection conducted at the manufacturer foreign subsidiary, the indexing latch of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported fractured indexing latch was confirmed by a manufacturer repair technician through visual inspection. However, after further investigation it was determined that the indexing latch is an internal component, and when fractured, would be retained within the sagittal head assembly. Therefore, the reported event would result in a loss of function, and poses no risk to the patient or user. Potential causes for the reported event include a material fatigue issue or impact.

Manufacturer narrative:
The device was initially evaluated by a stryker foreign subsidiary but has not yet been received by the manufacturer. Additional information will be submitted once the device is received and the quality investigation is completed. The device was initially evaluated by a stryker foreign subsidiary but has not yet been received by the manufacturer. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during inspection conducted at the manufacturer foreign subsidiary the indexing latch of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.